Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the medium-large clip applier instrument had a malfunction on the grip. The customer found the vessel or tissue bundle hard to clamp. The instrument also experienced unexpected motion. The procedure was completed with no reported injury. A backup instrument of the same kind was used. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on several attempts. The instrument was fully functional.